Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: the complaint was for an incorrect value being displayed in pw mode with auto stats. Per the investigation of this issue, an incorrect value can be displayed in autostats if the original waveform measurement calipers are repositioned to another waveform in the trace and the angle is then steered. The calipers will remain in the repositioned location when the angle is steered, but the measurement values will be replaced by the original values. If this is a labeled measurement, the incorrect values will be entered into the final report. The solution for this issue was resolved in a new software release.

Event description:
Additional information was received and it was reported that the physician noticed there was an incorrect value during a carotid exam; however, it was confirmed that the patient was not misdiagnosed. There was loss of data reported but it was recovered through manual trace. There was a short delay but the exam was continued and it was completed with the same device. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was for an incorrect value being displayed in pw mode with auto stats. Per the investigation of this issue, an incorrect value can be displayed in autostats if the original waveform measurement calipers are repositioned to another waveform in the trace and the angle is then steered. The calipers will remain in the repositioned location when the angle is steered, but the measurement values will be replaced by the original values. If this is a labeled measurement, the incorrect values will be entered into the final report. The solution for this issue was resolved in a new software release. This report is resubmitted on request by the FDA.

Manufacturer narrative:
This report is resubmitted on request by the FDA to correct initial report.

Event description:
Previously submitted.